Event description:
4x4 gauze rfd xray detectable - 9 sponges counted in or pack instead of 10. Upper extremity pack ref - sop0cuxsrb, lot 583306, exp date 01/01/2027. A miscount poses a risk to patient safety - too few sponges in the packaging can lead to sites thinking there is a retained sponge. Too many sponges can lead to a missed retained objaect. Manufacturer response for or upper extremity pack gauzes, (brand not provided) (per site reporter).